Event description:
A report was received that the patient was experiencing jolts at the ipg site while charging and with the device off. The physician prescribed a fentanyl patch to place over the pocket site.

Event description:
A report was received that the patient was experiencing jolts at the ipg site while charging and with the device off. The physician prescribed a fentanyl patch to place over the pocket site.

Manufacturer narrative:
Additional information was received that the patient has not experienced the shocking sensation after the treatment provided. The patient was reportedly doing well and no further course of action will be taken at this time.